Manufacturer narrative:
Unit power up properly after battery installation. Unit passed self test and displacement test. Power connector plug in and locked in place properly. No missing segments/partial display or frozen screen noted during testing. However, unit received with corroded electronic assemblies and corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received frozen and flashing display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.